Event description:
It was reported that a gradual increase in threshold was observed over a number of years. The lead was explanted and replaced. After the explant procedure an insulation anomaly was observed. Patient was fine after the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.